Event description:
It was reported that the lead was found to be broken on (B)(6) 2007 and was removed and replaced three days later. No outcome reported. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# lb7042, implanted: (B)(6) 2006, explanted: (B)(6) 2007, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2006, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2006, product type: extension. (B)(4).